Event description:
It was reported that when the ins was implanted the patient was happy and had no pain. For the last couple of weeks the patient was having trouble adjusting the stimulator to relieve the pain. It was noted that the patient had no falls or trauma. The patient called a manufacturer representative and was told that she needed to see her hcp because the device either needed to be reset or replaced. The patient made an appointment for (B)(6), 2013. It was reported that on (B)(6), 2013 the device just went haywire, and the patient felt like her feet and legs were in an electrical socket. The patient couldn¿t shut it off no matter how low she put it, it wouldn¿t turn off. The patient¿s daughter put the stimulation down to 0v. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).